Event description:
It was reported that the patient had a cannulated pedicle screw breakage 6 weeks post-op at l5-s1. No revision surgery has been reported. No patient complications reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.